Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that at the end of a patient's treatment, the ultrafiltration (uf) goal was found to be incorrect. The patient was set for 2.7 kg and the machine pulled 4.0 kg. This is excessive uf more than 1 kg for an adult. There were no adverse effects or patient complications as a result of this event. No medical intervention was required. The biomedical engineer evaluated the unit and no problems were identified. Reportedly, the biomed put in a request for a third party technician to come out and look at the facility's floor scales.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore, the failure mode cannot be confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification.